Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.